Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to their feelings and or normal results. The reporter claimed obtaining blood glucose readings of 320, 268, 342, 246, 406, 252, 361 mg/dl with the subject meter. This complaint is being reported because the control solution test that was performed during troubleshooting had failed & the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.